Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a sensor error alarm. The customer experienced on (B)(6) 2015 a low blood glucose level of 40 mg/dl and required assistance from the paramedics. The customer over treated her high blood glucose level. The paramedics gave the customer glucose. The device was not returned.